Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the stopper popped off in the centrifuge. The following information was provided by the initial reporter. The customer stated: "when centrifuging, the cap of the tube was loosened,".

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off in centrifuge with the incident lot was not observed. The photo showed stoppers in a centrifuge but it cannot confirm that the indicated material and batch number had stopper pop off issues based on the photo. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off in centrifuge. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the stopper popped off in the centrifuge. The following information was provided by the initial reporter. The customer stated: "when centrifuging, the cap of the tube was loosened".